Event description:
It was reported that two hematoma evacuations/pocket revisions had been performed in the ten days since an implantable cardioverter defibrillator (ICD) change out procedure. Additionally, the right ventricular (rv) lead triggered an alert for low pacing impedance. However, it was noted the pacing impedance was consistent with the patient¿s trend. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.